Manufacturer narrative:
Investigation details: the submitted strains were subcultured, identifications confirmed as (B)(6). Testing included ast-p656 cards from the customer's lot (8060382203) and a random lot (8060516203) with software version (B)(4). Broth macrodilution (bmd) as the reference method for sxt04n formulation found on this card was performed. Broth microdilution (bmd) was also performed for additional information. Exper/essay 5492/182. Sxt breakpoints </= 40 (s) and >/= 80 (r) (B)(4): all ast-p656 cards tested sxt mic >/= 320 (r) and broth macrodilution mic = 80 (r). Cards and reference method show an essential agreement error but no category error. Bmd mic = 40 (B)(4): all ast-p656 cards tested sxt mic >/= 320 (r) and broth macrodilution mic = 20 (s), showing a major error for vitek 2 for this strain. Bmd mic </= 20 (s) (B)(4): all ast-p656 cards tested sxt mic >/= 320 (r) and broth macrodilution mic = 40 (s), showing a major error for vitek 2 for this strain. Bmd mic = 40 (s) (B)(4): all ast-p656 cards tested sxt mic >/= 320 (r) and broth macrodilution mic = 20 (s), showing a major error for vitek 2 for this strain. Bmd mic = 40 (s) (B)(4): all ast-p656 cards tested sxt mic >/= 320 (r) and broth macrodilution mic = 40 (s), showing a major error for vitek 2 for this strain. Bmd mic 40 (s) the customer's (B)(6) results were duplicated for four of these (B)(6) clones of (B)(6) while the remaining strain ((B)(4)) shows an essential agreement error but no category error between the vitek 2 and the reference method. Quality systems performed a complaint history review for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.

Event description:
A customer in (B)(6) reported a (B)(6) trimethoprim/sulfamethoxazole (sxt) results for (B)(6) isolates as part of a study, in association with the vitek® 2 ast-p656 test kit. A recent paper, "sulfamethoxazole/trimethoprim susceptibility of (B)(6)" from (B)(6) identifies multiple (B)(6) isolates demonstrating (B)(6) trimethoprim/sulfamethoxazole (sxt) mics >/= 320 when testing with the vitek 2 ast-p656 card. Disk diffusion, e-test® and broth microdilution (bmd) all tested as susceptible. The strains were sent to a second laboratory for testing with the phoenix system also resulting in resistant mics > 160. Five strains from this study were submitted for investigation. These isolates have been identified by the customer as (B)(6) clone, commonly known as (B)(6) and showing increasing prevalence in three regions of (B)(6), mostly associated with skin and soft tissue infections. Later it was noted, that a patient was misdiagnosed as the resistant sxt results were released and the patient was not treated with a drug of choice. The correct diagnosis was delayed greater than 24 hours. The author stated it was not possible to follow up on the patient due to geographic location and results were released a long time ago.